Event description:
In training the device functioned properly - demonstrated pt in ventricular fibrillation, AED advised shock & began to charge. Rptr simulated a change to normal sinus rhytym; the device continued to advise to shock.

Event description:
The customer reported that, during AED training, the simulator was set to ventricular fibrillation. After the device advised a shock, the simulator was set to normal sinus rhythm and the device continued to advise a shock. The customer wanted to know why the device did not abort the shock. The heartstart xl is designed so that, if within the analysis period (less than 4.5 secs) the unit detects a rhythm that is considered to be shockable, it will not reanalyze that rhythm automatically within the analysis period. The instructions for use includes a section of safety considerations, which cautions users to "remain attentive to the pt during the delivery of therapy. Delay in delivering a shock may result in a rhythm that was analyzed as shockable converting spontaneously to non-shockable and could result in appropriate delivery of a shock." The product performed as designed and expected. The customer's concern represents a misunderstanding as to how the device analyzes and advises either a shock or no shock decision.